Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with vitek&#59405;s. The customer reported misidentification of a micrococcus luteus strain (atcc = cip 5345) and one from (B)(4). The samples were cultivated on blood agar plates. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. Research regarding strain atcc® cip 5345¿ (equal to atcc 9341) determined that this strain was reclassified from micrococcus luteus to kocuria rhizophila in 2003 (see: http://www.straininfo.net/publications/6384). Kocuria rhizophila is not included in vitek® ms knowledge (kb) base v2.0. This explains why the strain was not identified, or was misidentified, by the customer system with v2.0 database. Vitek® ms organism identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no matching species pattern will be available for comparison. Consequently, the system can give either no ID or, as the system is looking for the nearest species pattern, it can also give a low discrimination result or an incorrect identification (often the same genus level). The investigation also identified spot preparation issues during the testing period. Moreover, the misidentification was obtained with a low identification score: -0.45. The acceptance criteria to give an identification result is minimum -0.6 with current kb 2.0. With next databases, this acceptance criteria will be raised to -0.4 to reduce potential organism misidentifications. The investigation concluded the vitek® ms is performing as intended. The customer was unaware that micrococcus luteus (re-classified as kocuria rhizophilia), is not in the knowledge base and cannot be given as an identification result.